Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 277064, expiration date 11/30/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 14.3 mmol/l on mobile system 1 and 2.3 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.